Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to aseptic loosening of the femur and tibia, as well as a broken femoral stem at the stem/ offset bolt interface. Rep reported the patient's entire knee was revised.